Event description:
A malfunction alarm occurred, labeled as malfunction 9, which was reported by the customer without any reported previous notable events. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction did not recur.